Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 20 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 20 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.